Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / excessive cramping"), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding"), dysgeusia ("metallic taste in her mouth"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"). At the time of the report, the pelvic inflammatory disease, abdominal pain, pelvic pain, dyspareunia, back pain, dysmenorrhoea, vaginal haemorrhage, dysgeusia, migraine, feeling abnormal, alopecia, urinary tract infection and fungal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine perforation ("perforation (uterus)") and embedded device ("migration of essure device; coil embedded in other tissue") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included body mass index normal, fatigue, memory loss, stress, mood disorder, anxiety, depression, alcohol abuse, anger, eating disorder, personality disorder and substance abuse. Concomitant products included buspirone hydrochloride (buspar) since 2017, sertraline hydrochloride (zoloft) since 2017 and venlafaxine hydrochloride (effexor) since 2017. On (B)(6)-2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea") and was found to have weight increased ("weight gain"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and back pain, embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss"), urinary tract infection ("urinary tract infection / infection; urinary tract infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and pelvic mass ("mass growing around essure."). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), fungal infection ("yeast infection"), abdominal pain lower ("lower abdominal pain") and arthralgia ("joints pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine perforation, embedded device, dyspareunia, dysmenorrhoea, dysgeusia, migraine, feeling abnormal, alopecia, fungal infection, headache, weight increased, pelvic mass, abdominal pain lower and arthralgia outcome was unknown and the vaginal haemorrhage, urinary tract infection and menorrhagia had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, fungal infection, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic mass, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left tube- 2 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. On (B)(6) 2017, transabdominal and transvaginal pelvic ultrasound report showed single essure coil is identified in the superior right fundal region. Patient indicates that one of the coils has been removed. Singe essure coil in the right cornua. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: weight gain . Most recent follow-up information incorporated above includes: on 21-nov-2018: plaintiff fact sheet was received. Outcome of events urinary tract infection, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) update from unknown to not recovered / not resolved. Events onset date, concomitant drug, reporter information were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine perforation ("perforation (uterus)") and embedded device ("migration of essure device; coil embedded in other tissue") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included body mass index normal, fatigue, memory loss, stress, mood disorder nos, anxiety, depression, alcohol abuse, anger, eating disorder, personality disorder and substance abuse. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea") and weight increased ("weight gain"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and back pain, dyspareunia ("painful intercourse / dyspareunia"), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss"), urinary tract infection ("urinary tract infection / infection; urinary tract infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and pelvic mass ("mass growing around essure."). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), fungal infection ("yeast infection"), abdominal pain lower ("lower abdominal pain") and arthralgia ("joints pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine perforation, embedded device, dyspareunia, dysmenorrhoea, vaginal haemorrhage, dysgeusia, migraine, feeling abnormal, alopecia, urinary tract infection, fungal infection, menorrhagia, headache, weight increased, pelvic mass, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, fungal infection, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic mass, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left tube- 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. On (B)(6) 2017, transabdominal and transvaginal pelvic ultrasound report showed single essure coil is identified in the superior right fundal region. Patient indicates that one of the coils has been removed. Singe essure coil in the right cornua. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: weight gain most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (menorrhagia), headaches, migration of essure device; coil embedded in other tissue, perforation (uterus), weight gain, mass growing around essure, did not undergo confirmation test. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.